Manufacturer narrative:
(B)(4) combined report. The reason for the acetabular fracture is unknown. X-rays, operative notes and the explanted devices were not available for this investigation and thus there was only very limited information available. Primary surgery usage details includes two trinity cups (321.03.352 and 321.03.350) without reference to which one was implanted and thus the device manufacturing records for both cups and the explanted liner and screw have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information provided for this event, no further investigation can be conducted and thus corin now consider this case closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision after approximately 15 months due to acetabular fracture.